Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2016-02485 and 03290).

Event description:
It was reported the patient underwent a revision procedure approximately fifteen months post-implantation due to chronic dislocations. The acetabular cup, liner, and femoral head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, date explanted - ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Remains implanted.

Event description:
A patient who underwent a total hip arthroplasty has been indicated for revision due to unknown reasons. No revision has been reported to date.